Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi (undisclosed if fasting/non-fasting). Caller advised that husbands glucose levels have always been very high, so he does not have an expected range. The customer reported feeling lightheaded; caller states she was going to contact the customer's doctor. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/25/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020-user's test strip had poor storage note 1: manufacturer contacted customer in a follow-up call on 09-may-2024 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated he was still feeling lightheaded. Wife had contacted customer's doctor yesterday and they are changing his insulin, as she advised that the customer is on a large dosage of prednisone. Customer had tested using the true metrix meter and obtained a result of 300 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on 10-may-2024 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed additional blood test(s) using the true metrix meter (did not disclose results). Note 3: manufacturer contacted customer in a follow-up call on 31-may-2024 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated the customer was just put into hospice yesterday (undisclosed diagnosis). Customer states that they have not got a chance to open up or use the meter as yet. Customer will call us back at another time.

Manufacturer narrative:
Sections with additional information as of 28-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from (B)(6)¿ h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020-user's test strip had poor storage.